Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad was peeling and that the ok, up and down buttons were intermittently unresponsive. The reporter denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be peeling at the ok button. The up and down buttons were intermittently unresponsive to testing. The contrast button was unresponsive to testing. The ok button responded properly. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast.